Manufacturer narrative:
Articulation mechanism damaged. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge in the three articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were damaged. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required spec. The mfg records were reviewed and no anomalies were found during the mfg process.